Manufacturer narrative:
The pcb was received for evaluation. A visual assessment of the returned sample did not reveal any obvious nonconformity. The top sensor pcb was installed into a laser hotbed and booted up with no problems. A total of 104 shots were fired with the system with no problems during testing. The returned part met specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system presented with interruption of laser fire during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The top sensor printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on august 7, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming top sensor pcb. However, how or when the pcb became nonconforming cannot be determined conclusively. (B)(4).